Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-2450-120 esu generator burned a patient while performing a colposcopy and llttz excision procedure. Additional information was received that stated it was actually the surefit pad, 410-2100, that burned the patient. The burn degree of the patient is unknown as well as the location. The patient had to stay an additional 2 days for treatment. The generator was checked and it functioned as expected. The patient's burn required additional surgery to remove the scarring and re-suture the skin. The patients status is recovering. The procedure was completed as planned other than the additional surgery needed for the burn. This report is being raised due to patient injury.